Event description:
Customer reported that the paramedics where called and she was hospitalized due to low blood glucose. Customer stated that she went unconscious while she was driving, and end up in a vehicular accident due to low blood glucose. The blood glucose reading at the time the paramedics arrived was 20mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.